Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had low sodium results after she changed the sodium electrode (lot # of replacement electrode 21593711). The low sodium recovery involved qc and patient results. 13 samples were sent for reference testing. Results for 20 samples were provided, eight were discrepant. The samples consisted of patient samples, proficiency samples and calibrator run randomly. Sample 1 (patient), initial result 125 (accompanied by low data flag), repeat 141 mmol/l (outside laboratory) . Sample 2 (patient), tested (B)(6) 2010, initial result 125, repeated twice gave 129 and 142 mmol/l (outside laboratory). Sample 3 (patient), tested (B)(6) 2010 initial result 131, repeat 140 (outside laboratory). Sample 4 (patient), tested (B)(6) 2010, initial result 133, repeat 141 (outside laboratory). Sample 5, (proficiency sample), tested (B)(6) 2010 gave 123, originally tested (B)(6) 2009, result was 131 mmol per l at that time. Sample 6, (proficiency sample), tested (B)(6) 2010 gave 130 and repeated 4 mmol/l. Sample 7 (ise calibrator), tested (B)(6) 2010 gave 102 compared with assigned value 110 mmol/l. Sample 8 (patient), tested (B)(6) 2010, initial result 134, repeat 143 mmol/l (outside laboratory). The only initial sodium result reported was the 125 mmol/l result from sample 1. The doctor questioned the result and asked for it to be rerun and a new sample drawn. The patient was placed on fluid restrictions until the next day. No further treatment was given to the patient, the patient was not harmed by fluid restrictions. The field service representative determined the ise tubing was the cause and he replaced the tubing. Analyzer operation was within specification. Customer calibrated, ran qc and performed patient comparisons.